Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered 30 shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that therapy was exhausted due to the inappropriate shocks. The vf zone was reprogrammed to 220 bpm and the ICD was programmed to one zone. The patient's af will also be medicinally controlled. At this time, the device remains in service. No adverse patient effects were reported.